Manufacturer narrative:
The patient remains ongoing and continues on lvad support. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Vad coordinator reported that the patient was admitted post pulseless electrical activity (pea) arrest. He was switching from battery power to the power module and slumped over while one cable was connected to batteries and the other to the power module. His wife changed out his system controller thinking that was the problem. Ems was called and chest compressions were performed. Patient went to the local ER where they got his blood pressure back and transferred him to another hospital. The vad coordinator submitted log files for the system controller used during the time of the event, which showed the pump parameters to be stable. The patient's wife noted that when they were traveling a couple of days ago, the power module alarmed after disconnecting it from wall power and it continued to alarm despite pushing the silence button. She called the vad coordinator who advised her to disconnect the battery.